Manufacturer narrative:
Concomitant product: product ID 3037, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient saw a 505 error message when attempting to synch the patient programmer to the implantable neurostimulator (ins) and no longer felt stimulation. It was stated that the patient was reprogrammed. The patient¿s status at the time of the event was alive and no injury. There were no patient symptoms or complications associated with the event. The patient was receiving effective stimulation. The patient was togo to a follow up appointment at the hospital. It was reported a week later that the patient was seen on (B)(6) 2014 for a follow up appointment and the ins was found in a power on reset (por) condition. The ins was reprogrammed and now worked correctly.